Manufacturer narrative:
The ge service rep conducted an on site investigation. The emergency shut down kit was checked. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a communication error message. No pt injury was reported.